Event description:
The customer called for assistance with her contour meter. She performed control tests during the call and received a result of 429 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer was asked to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.